Manufacturer narrative:
Additional information was received on (B)(6)2020 on the event. The impedance observed was of 240 ohms. The impedance cut-off was not exceeded. The generator was used in power control mode at 50 watts with a temperature cut off at 37°c and an impedance cut off at 250 ohms. The temperature observed was of 33°c. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-000713014.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30347819l number, and no internal actions related to the reported complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a left sided ischemic ventricular tachycardia (l-isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At the end of the procedure, a routine transthoracic echography was done and a cardiac tamponade was discovered. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The procedure was successfully completed. It is unknown if extended hospitalization was required as a result of the adverse event. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. Transseptal puncture was performed with a st. Jude medical sl0 transseptal needle. There was no evidence of steam pop during the ablation; however, the contact force and impedance value rose during 2 radio frequency sessions. The catheter irrigation was set at 15ml/min. Since this event is life threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then the event it is to be considered serious and MDR-reportable. The impedance issue was assessed as not MDR reportable. Although the incidence of high impedance issue, there¿s no indication that the user selected impedance value was exceeded; therefore, the risk to the patient was remote. The force issue was assessed as not MDR reportable. The force issue was highly detectable when occurring, the potential risk that it could cause or contribute to a death or serious injury was remote.